Event description:
It was reported that the feeding syringe did not stay connected to a feeding tube "without any effort" and detached.

Manufacturer narrative:
It was reported that the feeding syringe did not stay connected to a feeding tube "without any effort" and detached. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. No sample was returned for evaluation. The reported problem/issue was identified to be a user preference as no claim is made that feeding syringes will stay attached to with no effort. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed. Additional lot reported = 190416.